Event description:
A patient reported experiencing inaccurate erratic results with a op profile meter. The patient's blood glucose results were 265 mg/dl, 189 mg/dl. Tests were done < 10 minutes apart with a difference of 30%.patient did not experience any adverse events. No further information has been reported.